Event description:
Hcp reported a thermal lesion around the intracerebral electrode contacts. The pt was implanted with bilateral stimulation devices for parkinsons disease. The left stimulator was placed subcutaneous in the abdominal wall because the pt was a hunter and did not want the rifle stock impacting the receiver. Hcp stated the pt had trouble with a herniated lumbar disk and needed a lumbar MRI because the pt's sciatica was a greater problem than the parkinsons disease. Hcp contacted the MFR of the implantable devices regarding use of a lumbar MRI scan on the pt. MFR instructed hcp that full body coil MRI is not to be used on pts with manufacturer's implantable devices due to heating and electrical conduction during MRI. The hcp proceeded with the MRI scan which resulted in a thermocoagulation lesion adjacent to the tip of the left intracerebral electrode, about 2-3 cm diameter, with a small hemorrhage at the edge of the electrode. Hcp reported there was no pt injury sustained from the stimulation device on the right side which was placed subclavian. The static magnetic field strength of the MRI system used was 1.0 tesla. The pt is comatose but breathing on their own, with only supportive care. The pt was given decadron and solumedrol after the MRI to decrease brain swelling. Two CT scans were performed and another MRI of the head. The hemorrhage at the lead tip was seen on a CT, it is unknown whether any of what was seen was metal artifact. Hcp reported the pt has improved by 10% but will have severe permanent disability. No report of device explantation. A follow-up report will be sent when add'l info is rec'd.